Event description:
It was observed that during the device evaluation, the subject device exhibited foreign material inside the suction channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. Based on the results of the completed device evaluation the most probable cause for the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.